Manufacturer narrative:
The customer declined service and repairs.

Manufacturer narrative:
A user interface assembly was returned for analysis. Visual inspection of the returned assembly revealed damage touchscreen display. An investigation was performed, and the product analysis technician reported that the root cause was due to an unacceptable damage touchscreen display.

Manufacturer narrative:
G5: 510(k)#: k102985. B4: 27aug2021. D4: serial#:(B)(6). It was reported that the serial number that the customer had provided was incorrect. The correct serial number of the ventilator is (B)(6). The customer reported that the patient knocked over the hospital equipment and the v60 was damaged. The service engineer (se) inspected the device and confirmed the damage. The se replaced the top cover and the user interface assembly and the unit was return to use.

Event description:
It was reported that the ventilator's display was damaged by the patient. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event. The customer was advised to replace the user interface assembly and was provided with a quote for replacement. The customer declined service/repair quote.